Event description:
It was reported that inflatable penile prosthesis (ipp) device was nor working due to cylinders had broken down. Patient underwent a revision procedure of his this device due to that product performance issue.